Manufacturer narrative:
Concomitant medical products: bd plastipak 50/60ml syringe; therapy date unknown. The customer¿s report of a channel error was confirmed. Review of the pcu event log revealed several channel disconnect alarms during the last use. The event date and time were not provided. Inspection of the pcu and syringe module found contamination and corrosion on the iui connectors of both devices. The channel disconnect alarms were reproduced during lab testing. The cause of the channel disconnect alarms was contamination on the iui connectors.

Event description:
The customer reported that a channel error occurred during use on a patient. No patient harm was reported, and no other event information is available.